Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the ileocolic pouch surgery, the staple line was incomplete distally. The stapler was fired to the end as the end tone was clearly audible. When the stapler was removed and inspected, the surgeon stated it only cut and fired half the reload and the staples could be seen in the distal end of reload. A further resection was taken and the side-by-side anastomosis was redone using a manual stapler. The surgical time was extended for 25 minutes as a result.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the reload was loaded into a medtronic representative instrument. The interlock was overridden and the reload was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that during the ileocolic pouch surgery, when the stapler was removed and inspected, the device only cut and fired half the reload and the staples could be seen in the distal end of reload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3 correction: b5, d10, h6 d10 concomitant products: sigphandle, sig power sigphandle handle (serial # unknown) sigadaptshort, sig power sigadaptshort lin short adapt (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the ileocolic pouch surgery, when the stapler was removed and inspected, the surgeon stated it only cut and fired half the reload and the staples could be seen in the distal end of reload. A further resection was taken and the side by side anastomosis was redone using a manual stapler. The surgical time was extended for 25 minutes as a result.

Event description:
According to the reporter, during the ileocolic pouch surgery, when the stapler was removed and inspected, the surgeon stated it only cut and fired half the reload and the staples could be seen in the distal end of reload. An end tone was heard by the sales representative and the surgeons. No error sound or message. A further resection was taken and the side-by-side anastomosis was redone using a manual stapler. The surgical time was extended for 25 minutes as a result.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.